Event description:
Reporter alleged obtaining a result of lo (less than 10 mg/dl) when an undosed strip was inserted into the active s system within 10 minutes of another result of 175 mg/dl. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.